Manufacturer narrative:
E. Initial reporter event site name (B)(6) hospital. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during routine check the s98xt intra-aortic balloon pump (iabp) malfunctioned. The customer reported "the pressure could no longer be seen." There was no patient involved, no harm reported.